Event description:
Integra representative reported on behalf of the user facility that the licox probe was showing an incorrect temperature reading for the entire surgical procedure. There was no pt injury reported.